Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the detachment of the distal cover from the scope was likely caused by the following: 1. The subject distal cover was not attached to the device firmly. 2. Stress was applied to the subject distal cover during the intended procedure, such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with mouthpiece, etc. Since the subject device was not returned to olympus for evaluation, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿operation ¿ precautions.¿ ¿preparation and inspection - attaching accessories to the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Olympus received a medwatch report indicating that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover was torn and detached from the duodenovideoscope. The distal cover was removed from the patient by grasping with a rat tooth forceps. There was no reported patient harm. Additional follow-up information was requested but not available at the time of the report.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2024-0000374.